Event description:
It was reported by service report that the head section was pulling out of the cot due to damaged bearings caps. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bearing caps.